Event description:
The pt called the FDA to report continued abdominal pain and the need for additional surgery related to scar tissue from hernia mesh. The pt will have surgery in (B)(6) or (B)(6) for scar tissue removal. The pt reported she now must take muscle relaxers twice a day and cannot lift more than 4 lbs. She stated it feels as if the area knots up so badly it affects her ability to complete activities of daily living. The pt does not have exact dates of all previous events but has had multiple complications, revision surgeries, and hospital stays related to hernia mesh. The pt reported this began in 2002 when she had a pregnancy related hernia and was implanted with mesh. In the same year the pt was admitted to the hospital with infection with feculent vomiting. In 2010 the pt reported infection and that the mesh was entangled within the intestines which required surgical intervention and attempted explanation of the mesh. The pt reported an additional surgery between 2010 and 2016 to remove any mesh that was not explanted previously and scar tissue. In 2016 the pt had gastric bypass surgery in which the surgeon had to remove more scar tissue in the stomach related to the mesh. The pt has consulted with a lawyer as this has greatly affected her life.